Event description:
Customer claims that the contrast syringe did not seat properly on manifold, possibly allowing air to enter system. Customer alleges that air bubbles were inadvertently injected into pt.